Event description:
A (B)(6) female patient underwent aaa repair with left approach. The patient was suitable for endovascular repair and the procedure was conducted as labeled. The delivery system of the device was inserted from the left eia. Stent graft was placed with no problem. It was confirmed that blood was leaking from the captor valve or somewhere near captor valve (leaking point could not be determined). The procedure was continued with the blood leakage. There have been no adverse effects to the patient.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.